Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that dentist was trying to remove abutment and screw broke inside implant. We attempted to remove broken screw but couldn't do it. Implant at tooth site #31 was removed and replaced immediately with a wider one. Symptoms as a result of the event: none reported.

Manufacturer narrative:
An unknown biomet abutment screw and osseotite® tapered certain® prevail® implant 5/4 x 10mm (xiitp5410) were returned for investigation. Visual inspection of the as returned products identified bone on threads and some damage possibly due to the removal process. Also screw fracture found inside. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth #31 and was used for approximately 6 months. No x-ray images were provided by the customer. Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot number associated with the reported unknown screw product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information unknown biomet abutment screw. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.